Event description:
Related MFR report: 1627487-2019-08614.

Event description:
Related MFR report: 1627487-2019-08614. Additional information received identified the lead was not removed.

Manufacturer narrative:
The investigation results will be provided when the evaluation is completed.

Event description:
It was reported at the end of the patient's scs trial, tissue where the extension was tunneled and connected with the lead seemed to be infected. The physician removed the devices. Follow up identified the patient was treated and was doing fine.